Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor removal, sensor wire remained attached to the applicator.at the time of contact with dexcom technical support, no medical intervention or injuries were reported.